Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned for analysis and the reported difficulty inserting the filter into the delivery catheter (dc) pod was confirmed. Additionally, the pusher trim length was noted to be out of specification. A review of the lot history record (lhr) of the reported lot revealed no nonconforming material records (ncmrs). Additionally, a query of the complaint handling database revealed no similar incidents from this lot. Further assessment of this issue per site operating procedures was performed and this is believed to be an isolated incident. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps), resistance was met when the filter was inserted into the delivery catheter (dc) pod and the filter could not be loaded; thus, the eps was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A non-abbott eps was used to successfully complete the procedure. There was no additional information provided. The eps was returned with the pusher too long (50mm versus the manufacturing specification of 32.5mm - 34.5mm).